Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose was unknown. The customer reported that they ran a self test and it crashed the pump. The customer reported that they were able to complete insulin pump rewind. The customer reported that insulin pump error occurred than more than once. The customer was advised the insulin pump will need to be replaced. Advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 4 alarm and pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. Pump error 20 alarm during the self test, problem isolated to the electrical board.